Manufacturer narrative:
No specific event qc data was supplied. The instrument was currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. No root cause can be determined for this event with the data supplied.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer stated that they obtained an erroneously elevated result, above the ami cut-off, for accutni on one patient's sample. The patient samples were tested on access 2 immunoassay system. The sample was repeated and recovered lower within the normal reference range. Erroneous result was not reported outside of the laboratory. The customer did not report effect to the patient or user attributed or connected to this event.